Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported foggy image issue was confirmed. The root cause of the issue was determined to be due to damage to the charged-couple device unit/component failure, resulting in a noisy image and image artifacts. The charged-coupled device unit damage was likely the result of repetitive use stress, handling and or external factors. Additionally, the metal distal tip of the device was found to be scratched. A definitive root cause of the observed distal tip scratches could not be determined, however, the issue is a known inherent risk of the device and was likely the result of repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during in room set up and inspection for an unspecified procedure, prior to the patient being in the in room, the olympus flex deflectable videoscope image appeared foggy. There was no patient involvement, and no harm was reported as a result of the event. No additional event information was provided or available. Evaluation of the device identified an electronic component issue and a stress/wear issue.